Event description:
It was reported the patient's pump showed a volume discrepancy. The actual residual volume was greater than the expected residual volume. No specific amounts were reported. A catheter dye study was normal. A rotor study showed the rotors were not turning. The patient did not experience any problems. The hcp had planned to replace the pump.